Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in maintenance. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The hill-rom technician found the brakes not holding due to cracked caster supports. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced all four caster supports and both main bearings to resolve this issue. Based on this information, no further action is required.